Manufacturer narrative:
This report is being supplemented to correct the previous reporting decision of malfunction. Please see updates to this report has been submitted by the importer under this MDR report number 2429304-2023-00328.

Event description:
The distal cover was noted to be missing upon completion of the therapeutic endoscopic retrograde cholangiopancreatography procedure and the scope had been removed. An esophagogastroduodenoscopy (egd) was performed and the egd scope was used to retrieve the cover. The procedure was completed with no delays within 80 minutes using the same equipment. There were no reports of patient harm. Olympus received further information from the customer indicating that the distal cover was not damaged and that no anti-fog agent was applied to the scope lens. Lubricant was used on the scope. The customer also ensured the distal cover did not come off after it was attached, that there was no damage, and that the distal cover was pushed firmly in place.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the distal cover overlapped the hook at the distal end of the device and did not completely go over the hook. This resulted in the cover being insufficiently attached, causing it to easily detach from the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 4 (4.1 detection method) operation manual: chapter 3 (3.5 - preventive measure). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and is not expected to be returned. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the duodenovideoscope's cap came off the distal end during a procedure. There was no report of patient harm. This report is linked to the patient (B)(6).